Event description:
Prior to using the equipment in a head/neck surgery, surgeon was uncapping the checkpoint when the needle detached from the wire connection, no harm to the patient. Device was removed from the surgical field.